Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that they experienced low blood glucose level over 27 mg/dl. Customer declined to troubleshoot for their low blood glucose reading. The retainer was damaged but was able to lock in. Customer was not using auto mode feature. Insulin pump will be returning for analysis.

Manufacturer narrative:
Device passed the displacement test. The test p-cap locks properly in place in the reservoir compartment noted. Device received without the original belt clip. The test belt clip fits and lock properly and no damage on the belt clip rails noted. Device received with partially detached retainer. (B)(4).